Event description:
The patient came to ER on (B)(6) 2011 for syncope due to recurrent vt. Multiple therapies were delivered over the few weeks prior. The patient was hospitalized twice. Medications were adjusted, but symptoms continued. Sometime after being transferred to another hospital for an ablation procedure, the patient expired. There is no allegation from a health professional that the death was device related. The cause of death is unknown. No further information is available.

Manufacturer narrative:
(B)(4)